Manufacturer narrative:
Additional information received on 27 october 2016 and includes: no revision surgery was done yet, the surgeon will remove the screw arthroscopically. But up to now, we do not have an exact date for the arthroscopic removing, it will be done as soon as possible. Additional information received on 02 november 2016 and includes: the surgeon will not remove the screw at the moment. He decided to observe the screw and remove it just in case of any problems. Batch reviews performed on 14 november 2016. Lot 134450: (B)(4) items manufactured and released on 07 november 2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk tibial tray fixed cemented size 6 right, code 02.07.1206r, lot. 133115 (k090988) (B)(4) items manufactured and released on 24 september 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere femoral component cemented size 6 right, code 02.12.0006r, lot. 147464 (k121416) (B)(4) items manufactured and released on 11 december 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 18 november 2016 the medical affairs director performed a clinical evaluation and commented as follows: insert fixation screw loosening after one year in cemented tka. The components look perfectly positioned and correctly implanted. No consequence is to be expected by the absence of the supplemental fixation screw, recent laboratory tests have ruled out the necessity of such screw for the sphere device. The only possible clinical consequence derives from the possibility that the loose screw has damaged the implanted components, particularly the femoral one. There is no information available in the report as to this. The condition of the articular components can be verified by visual inspection during arthroscopical removal of the loose screw. The main cause of screw loosening cannot be determined with certainty, one possible cause is insufficient tightening torque at the time of implantation, but there are no elements that allow a conclusion to be drawn.

Event description:
During the standard patient follow-up check in the hospital, the surgeon detected the loose fixation screw of the tibial insert in the back of the joint line on the x-ray pictures.

Manufacturer narrative:
Additional information received on 18 january 2017 and includes: no revision surgery has been planned yet. The screw is still in the joint but not moving. So, the patient is still under observation, the last check by x-ray was last week and the surgeon will not remove the screw as long as the screw doesn´t move.